Event description:
The customer reported that the system displayed an "x-ray on in error" message and the system had to be rebooted. There was a kv error, then another error that says 'foot pedal stuck'. This occurred during case, after reboot. The customer was able to finish the case. No pt injury was reported.

Manufacturer narrative:
The ge service rep could not duplicate the symptom. He checked power supplies, reseated connections and boards. The system performed as desired.